Manufacturer narrative:
On august 27, 2020 mentor became aware that the report that was submitted in manufacturer report number:1645337-2020-07750, incorrectly indicated that there was no rupture in the right side, which rupture was never reported in the right side, just the left side. The correct report is there was no rupture in the left side, just fluid build up in the right side. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information on july 30 2020 indicating that there was no rupture on the right side only fluid build up, which initially they reported the left side was ruptured. The ultrasound/MRI examinations only confirmed fluid build up in her right breast. The health care professional confirmed no scan confirms there is a rupture present. He also confirmed the left breast has capsular contracture but he does not have the baker grade level of severity. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision with mentor memorygel, 450cc on the left side, and 300cc on the right side silicone breast implants which the left side ruptured and patient experiencing bilateral issue with capsular contracture, unknown baker grade after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.